Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death.   Device manufacture date monitor: 08/04/2015. Belt: 08/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. The patient was in the hospital at the time of passing. It was reported that the patient was brought to the hospital with the lifevest on, had a stroke, and went into cardiac arrest. A crash cart was reportedly brought into the patient's room. Review of the download data, indicates the patient received one shock in response to CPR and motion artifact. The device detected an arrythmia at 14:35:40 when the rhythm was being detected as CPR/motion artifact. The patient was inappropriately treated at 14:35:56 in response to CPR/motion artifact. The patient's post shock rhythm for the shock was CPR/motion artifact. The response buttons were not pressed during the event. A non-treatable rhythm was detected at 14:36:15. The electrode belt was disconnected at 14:36:16 on (B)(6) 2019. The patient passed away on (B)(6) 2019.